Manufacturer narrative:
The scope was returned to olympus for evaluation. A visual inspection was performed on the returned scope and found the balloon tip on the probe unit broke off and missing. The scope passed the leak test. In addition, the insertion tube was noted to be buckled at the distal end area near the bending cover glue. In addition, the biopsy channel port has deep scratches. The scope was repaired and returned to the user facility. The cause of the reported event could not be conclusively determined as limited information was provided by the user facility. However, based on similar related events, the most probable cause of the reported event is improper handling due to excessive force applied when attaching the balloon.

Event description:
Olympus was informed that during a bronchoscopy procedure, a piece of the scope distal end broke off and fell inside the patient¿s right lung. The broken piece was retrieved. No patient harm was reported.